Event description:
It was reported to philips that exposure x-rays were not working. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system ¿exposure was not working¿. Review of the log file showed ippc delayed boot up error. The fse replaced the image hard disks and configured it. After replacement of hard disks and reconfiguration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.